Event description:
The pt underwent an interventional procedure in the superficial femoral artery. The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The pt is reported to have had a noticeable hematoma prior to the insertion of the device. After deployment and suture retrieval, the knot could not be fully seated in the access site. Manual compression was held for approximately five minutes. A femostop was applied in conjunction with the suture. The pt was discharged the following day with a hematoma at the groin site. Four days after the event date, the pt returned to the hosp with a 7 cm hematoma. Ultrasound revealed a pseudoaneurysm at the groin site. The pseudoaneurysm was surgically repaired and the pt is reported to have recovered without further incident.